Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for an esophageal stricture due to cancer. The stricture was located in the distal esophagus and noted to be very tight. The stricture was not dilated prior to stent placement. There were no complications during the initial stent placement on (B)(6), 2012. On (B)(6), 2012, the patient returned to the hospital and the stent was found to have migrated. The stent was removed successfully with no complications. The patient condition following the stent removal was stable. The physician plans to place another stent on (B)(6), 2012.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.